Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the tubing of the no foam bottle.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding the tubing in the no foam bottle was leaking. No injury was reported.